Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device exploded, and parts of the device had to be retrieved from the patient cavity. Additional information was requested and received.can you confirm that the device will be returned for evaluation? 13. Was the device reprocessed or re-sterilized prior to use?